Event description:
It was reported that the images on the fluorostar/7800 sys have not been good. It was also noted that the mechanism on the monitor that swings it side to side is very tight and makes it difficult to move screen. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjustments made to the kv tracking to improve image quality. Adjusted the arm that the monitor rest on to ease movement. There is still a little stiffness, but it checks out ok. The sys was found to be working as intended and placed back into svc.